Event description:
Customer reported leak at male luer/tubing interface was observed during morphine infusion. Customer reported no patient injury occurred. Although requested, additional information was not available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 19 2007. Return of the actual device for evaluation was requested. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. The manufacturing facility has been made aware of this report though baxter¿s complaint management tracking system. The manufacturing facility will continue to monitor similar report for possible trends.